Event description:
Additional information received on 29 dec 2025: on (B)(6) 2025 during a peg / j replacement, a developing buried bumper was observed during the endoscopy.

Manufacturer narrative:
Additional information added to b3 and b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During a j tube replacement while introducing into the stomach, the patient was noted to have a buried bumper. It was unknown if the peg tube was replaced. The patient's spouse was instructed to review the dipping procedure and to be alert to any resistance.